Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing both an allergic reaction and an infection while wearing an adc freestyle libre sensor. It was further reported that approximately one month prior to calling, she/he experienced a ¿red, infectious skin reaction¿. Customer self-treated with bepanthen. Customer noted having contact with a healthcare provider and was prescribed kefexin (cephalexin, an antibiotic) and symbicort (budesonide, an inhalable steroid). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned, and a valid sensor serial number was not provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and determined there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing both an allergic reaction and an infection while wearing an adc freestyle libre sensor. It was further reported that approximately one month prior to calling, she/he experienced a ¿red, infectious skin reaction¿. Customer self-treated with bepanthen. Customer noted having contact with a healthcare provider and was prescribed kefexin (cephalexin, an antibiotic) and symbicort (budesonide, an inhalable steroid). No additional treatment was required. There was no report of death or permanent injury associated with this event.